Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a tka, the provisional device fractured. There was no impact or consequence to the patient. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were update/corrected updated: b4, b5, g4, g7, h2, h3, h6. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned device identified signs of repeated use and was fractured on the medial side of post. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Previous investigations of fracturing for this type of device had determined the root cause to be bending/torsional loading on the device, attributed to design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.